Manufacturer narrative:
The pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed motor test. The pump had a scratched display window, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 128 mg/dl. The customer states the motor error occurred during fill tubing/set change. The customer states the pump was not exposed to a high magnetic field. The customer states they are able to complete the rewind. The customer declined no delivery troubleshooting. The device will be returned for analysis.